Event description:
It was reported that on (B)(6) 2021 the patient experienced right heart failure. Ascites and peripheral edema were observed. The right heart failure was reportedly recognized before the patient's surgery. Although the relationship between the right heart failure and the device was thought to be low it could not be denied.

Manufacturer narrative:
This event was originally reported under MFR 2916596-2022-01919 as part of a historical jmacs patient registry review in (B)(6) through mcs abbott (B)(6) affiliate. On 06sep2022 the review of files of this event type was completed. Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(4), and the reported event could not be conclusively established. The patient remains ongoing on heartmate 3 lvas, serial number (B)(4). The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU is currently available. The IFU lists right heart failure as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. The IFU states that patients may develop right ventricular failure during or shortly after implant and outlines the associated treatment options. Additionally, this document explains that right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump. No further information was provided. The manufacturer is closing the file on this event.